Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be component damage caused by improper maintenance and cleaning methods (immersion), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an educational laboratory, it was observed that the attachment device may have blown an o-ring. It was reported that the device blew out a black smudge like material. During in-house engineering evaluation it was determined that the device had a black substance leaking out from turn knob during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.